Event description:
A malfunction alarm was reported by the customer with a specific malfunction code that was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, providing instructions for returning the faulty pump within 10 days to avoid charges and for setting up the replacement with existing settings and connectivity. The customer acknowledged the guidance and confirmed understanding of the steps, including using multiple daily injections as backup therapy in the interim.